Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm while attempting to deliver a bolus. Reportedly, customer shifted the pump around and was able to successfully deliver the bolus. Customer's blood glucose level was not impacted. No troubleshooting was performed as the customer did not call in at the time of the reported issue.